Event description:
Champion-af study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was discharged the same day on aspirin and rivaroxaban. At the four (4) month routine follow up, transesophageal echocardiogram (tee) imaging revealed complete laa seal and no evidence of thrombus on the atrial facing surface of the closure device. 976 days post index procedure, the patient presented to the emergency department with complaints of weakness and difficulty speaking. At the time of the event, the patient was on aspirin. The patient was admitted to the hospital and magnetic resonance imaging (MRI) was performed which diagnosed the patient with acute ischemic stroke. The patient was placed on dual antiplatelet therapy (dapt) in response to the event. Physical therapy, occupational therapy and neurology was consulted. Three (3) days post hospitalization, the patient was discharged to a rehabilitation or skilled nursing facility.

Manufacturer narrative:
B5: information added. H6 patient codes added: fall, paresthesia, movement disorder.

Event description:
Champion-af study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was discharged the same day on aspirin and rivaroxaban. At the four (4) month routine follow up, transesophageal echocardiogram (tee) imaging revealed complete laa seal and no evidence of thrombus on the atrial facing surface of the closure device. 976 days post index procedure, the patient presented to the emergency department with complaints of weakness and difficulty speaking. At the time of the event, the patient was on aspirin. The patient was admitted to the hospital and magnetic resonance imaging (MRI) was performed which diagnosed the patient with acute ischemic stroke. The patient was placed on dual antiplatelet therapy (dapt) in response to the event. Physical therapy, occupational therapy and neurology was consulted. Three (3) days post hospitalization, the patient was discharged to a rehabilitation or skilled nursing facility. It was further reported the patient specifically additionally experienced difficulty ambulating resulting in two (2) falls yet denied hitting their head, right hand grip weakness, and paresthesia's in right finger. A computed tomography (CT) scan of the head was also performed and showed no acute intracranial abnormality. The MRI specifically showed acute lacunar infarct in the periventricular white matter on the left and the ischemic stroke with etiology being cardiogenic in nature. Enoxaparin subcutaneous medication was also given in response to the event. Tee imaging performed during the hospitalization showed no evidence of thrombus on the closure device or left atrium. The patient's lab results revealed thrombocytopenia so the clopidogrel medication of the dapt was discontinued. Prior to discharge to the rehabilitation or skilled nursing facility, the national insitute of health stroke scale (nihss) was performed and noted to be 6.